Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail broke after one month. No additional information has been provided.

Manufacturer narrative:
A review of the device history record (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
It was additionally reported that the patient heard noises while sleeping. The nail has been explanted and replaced with a new one.

Manufacturer narrative:
Additional data: device evaluation: an initial visual inspection of the returned nail found two major cracks on the distal end of the housing tube and a deep scratch on one side of the distraction rod. It was also observed that the threads for the end cap on the proximal side of the housing tube are galled and potentially cross threaded. It was also observed that the nail was received with a missing anti-rotation lug. Based on the x-ray images provided by the surgeon, it appears that the anti-rotation lug disengaged from the housing tube. X-rays confirmed that the nut backed out of the distraction rod. X-rays also confirmed the missing lug and showed a flared housing tube with a crack. A housing tube fracture is caused by the nail not being able ¿to resist normal loads due to patient body weight and/or activity¿. It is likely that the nail was overloaded due to excess weight or force placed on the nail. A functional test was performed and found that the nail would not move forward or backwards. Device labeling: per the precice instruction for use, ¿the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. Patients should utilize external support and/or restrict activities until consolidation occurs."

Event description:
No additional information has been provided.